Manufacturer narrative:
The account stated that this bed was repaired and put back in service, they did not know what they did to repair this bed.

Event description:
Account stated that the head and hi/low is not coming up on this bed, no injury reported.